Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis; therefore no physical or visual analysis of the product could be performed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. It was reported that during a transcatheter aortic-valve replacement (tavi) procedure, av block and rupture of a mitral chord occurred. A 0.035" amplatz super stiff guide wire was positioned at the left ventricular apex and under rapid ventricular pacing, balloon valvuloplasty was performed with a non-bsc device. Following valvuloplasty, the subject developed a complete heart block. A 23mm lotus valve was then positioned over the 0.035 amplatz super stiff wire to the aortic valve and was deployed; however post deployment, moderate paravalvular regurgitation was noted. Hence, the 23mm lotus valve was replaced with a 27mm lotus valve which was successfully deployed. During removal of the amplatz guide wire, the end of the wire appeared to be caught on the secondary mitral valve chord on transoesophageal echocardiography (toe). A pigtail catheter was placed over the guide wire and attempts were made to free the wire. However, toe imaging revealed rupture of the secondary chord of the mitral valve. No change in mitral regurgitation severity was noted. Post procedure a 2x 1x3cm bilateral groin hematoma with no aneurysm was observed. The bilateral hematoma was treated with protamine to reach hemostasis. One day post procedure a permanent pacemaker was implanted to treat the third degree av block. Seven days post procedure the patient was discharged on aspirin and clopidogrel.